Event description:
It was reported that a revision surgery was performed due to infection. The surgeon decided it is not the product failure because it has taken long time after the primary surgery that was performed about 13 years ago.

Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Our investigation included a clinical evaluation which indicated that no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.